Event description:
The device is indicating eos with a measured battery voltage of 5.12v. The device has charged only 17 times, most of which occurred during the implant. The last charge was 30j and occurred in 4/01.